Event description:
(B)(6) - the dealer stated that several units of the 6300-at a walklite have been returned to the store because of broken rear brakes when weight was applied. There was no reported injury.